Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. Pump error 54 alarm found in the pump history due to software error. Pump error 3 alarm found in the pump history problem isolated to the electronics. No pump error 42 alarm. Unit communicated properly with the test guardian transmitter.

Event description:
The customer's parent was reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 321 mg/dl at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.